Event description:
It was reported that the device had wireless and network card issues. There was no patient involvement. Although requested no additional information will be provided by the customer, no devices have been returned.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction along with other methods of investigation as coded in section h6 of this MDR report. The reported issue of wireless and network connectivity failure was confirmed and replicated during laboratory testing. The external and internal inspection process was performed on the suspect pcu; no issues were observed during inspection that would attribute to the reported event. All parts inspected were manufactured by bd. A functional test of the suspect pcu was conducted under controlled laboratory conditions. The unit was evaluated in its ¿as received¿ state, and no system errors were observed. Initial attempts to configure the network failed, and the issue was traced to a faulty logic board. After replacing the logic board and reinstalling the original wireless network card, the device successfully connected to the network and server. A 15-hour infusion test was performed using known good pump modules, and the system operated within specifications with no alarms or malfunctions. The event was reported to have occurred on 14mar2025, with no patient involvement and no specific time provided. A review of the pcu event logs showed no activity or infusions on that date. The last recorded use of the pcu was on (B)(6) 2025, when it was powered on at 4:36 pm and powered off at 4:41 pm, with no infusions programmed. A review of the pcu error log revealed four malfunction errors recorded on 13mar2025. The first occurred at 8:56 am with error code 600.6835 (configuration failed), followed by two instances of error code 600.6845 (connect failed) at 10:37 am and 10:43 am. A final error with code 600.6835 was logged at 10:52 am. The bd alaris user manual v12.3.2 has information for the user regarding communication errors; a communication error message means the bd alaris system has lost wireless connection. Operation will continue all channels, but wireless functionality won¿t be possible. All subsequent infusions must be programmed manually. Additionally, the manual advises users not to use a device with any damage. Send it to biomedical engineering for repair. There was no patient involvement. Note to repair center: suspect pcu s/n: (B)(6) (w/o: (B)(4). Device opened for investigation, please re-torque all screws. Please replace logic board of the suspect pcu. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the cost associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.